Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2017-33962. During follow-up, non-sustained oversensing was noted on the egm's due to intermittent loss of capture on the right ventricular (rv) lead. The threshold stabilized itself the resolve the issue and the patient was in stable condition with no adverse consequences.